Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During inspection and testing, the image was blurred. A review of the device history record found no deviations that could have caused or contributed to the blurred image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the following are the probable causes: the entire image was blurred due to damage to the charge-coupled device unit, the entire image was blurred due to a sliding error of movable length range that occurred in the zoom scope, blurring of the entire image occurred within the allowable range, or the entire image was blurred due to damage or deformation of the connector. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: operation manual; inspection of the endoscopic system. Operation manual; important information ¿ please read before use; warnings and cautions. Olympus will continue to monitor field performance for this device. In addition, the suction cylinder and air/water cylinder were dirty because of debris adhering to the device due to reprocessing not being performed in a timely manner, the amount of water contact did not meet the standard value due to the nozzle being dented, angulation in the up direction did not meet the standard value and play of the up/down knob was out of standard due to wear of the angle wire, the adhesive on the bending section cover was chipped due to chemical/physical stress, the coating on the connecting tube and universal cord was peeling due handling, the connecting tube was discolored due to deterioration caused by the reprocessing method, the objective lens and light guide lens were dirty due to insufficient cleaning, the scope connector was corroded because of chemical stress, switch one could not be pressed down smoothly due to the shaft being detached, the grip and scope connector cover were deformed due to physical stress, there was a stain in the image due to dirt on the objective lens, the device leaked due to deformation of the universal cord, the control unit, electrical connector, scope identification, and scope connector were corroded due to water leakage, the insulation resistance value at the distal end did not meet the standard value due to a chip on the distal end cover, and there was evidence of third party repair. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The subject device was sent to olympus for evaluation with no complaint. During inspection and testing, the image was blurred. This report is being submitted for the malfunction found during evaluation . There was no harm or user injury reported due to the event.